Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 53.0cm was returned for analysis. Final analysis found externalized conductors due to internal insulation abrasion were noted at 14.0-18.0cm from the distal tip. The etfe coating was intact at this location. The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
This report is to advise of an event observed during analysis.